Event description:
It was reported that during a peripheral interventional procedure, a balloon rupture and removal difficulties and balloon detachment occurred resulting n a cut down. The 70-75% stenosed lesion as located in the moderately calcified and on tortuous iliac artery. An ultra thin 7 x 4mm balloon was advanced to the lesion to post dilate another manufacturer's stent. The balloon was inflated one time at 10atm for less than 10 seconds. The balloon ruptured and was "stuck in the lesion." The physician used force in an attempt to remove the balloon. The balloon separated from the catheter. The physician performed a surgical cut down of the artery to remove the device from the pt. The pt condition is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.